Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer's insulin pump delivered more insulin than she programmed. The customer changed the reservoir and programmed a bolus of 3.0 units. After the customer bolused she observed that a lot of insulin from reservoir was missing and her blood glucose dropped to 38mg/dl. Then when she used the second reservoir full of insulin, she programmed a bolus of 4.5 units and a lot of insulin from the reservoir was missing again, and her blood glucose dropped to 40mg/dl. It was stated that she changed the infusion set every three days and one reservoir per week. Recommended to change the infusion set and reservoir every two to three days. The displacement test was performed and passed. Advised the caller that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.